Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (unknown concentration at 0.1160mg/day) and bupivacaine (unknown concentration at 1.160mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had the "suicide disease" (trigeminal-caused neuralgia) and the pump did not take away all of their primary pain. They could not find a surgeon to get the catheter high enough to cover all the pain. The event date was (B)(6) 2018. The patient later reported that doing the boluses were better pain management than an increase in just the line, so they did the bolus increase and the patient "should be all set." There were no further complications reported at this time.